Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. An opticross¿ 6 imaging catheter was selected for use. While doing the manual pullback, the physician noticed that the opticross¿ 6 imaging catheter get stuck. Opticross¿ 6 imaging catheter was removed and completed the procedure successfully. No patient complications were reported.